Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the lead was dislodged three days after the implant. The doctor re-implanted the lead and the patient later had stokes-adams syndrome. The lead was then explanted and replaced by a new lead. No further patient complications were reported as a result of this event.